Event description:
It was reported that during routine inspection of the epg (external pulse generator), the contacts were found to be slightly corroded. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. One battery contact is corroded / contaminated and one battery contact is broken / missing. Upper case, battery release, ring cover, release spring, battery drawer, lcd (liquid crystal display), main printed circuit board, and one case screw are contaminated. Lower case and one side bail cover are broken. One side bail cover, one side bail, ring bail, and one case screw are missing. Lead flex cover and battery flex are corroded. Keyboard is scratched.